Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis of the data/database found the customer comment that the application was unresponsive was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product ID w1sr01 implantable pulse generator (ipg) implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure when the user navigated from the mobile programmer application analyzer interface to the implantable pulse generator (ipg) interface the application became unresponsive when it was attempted to perform lead impedance testing. The test progressed three quarters of the way and became unresponsive. The user waited ninety seconds however the application did not become responsive. The application was minimized for ten seconds and reopened but this did not resolve the issue. The application was restarted but was subsequently unable to interrogate the ipg. The user waited for the case to end and then reinterrogated and completed the ipg testing. No patient complications have been reported as a result of this event.